Manufacturer narrative:
It is likely that the customer has modified the stretcher in a way that relates to the event.

Event description:
It has been reported that the side brake and the steer is inoperable.